Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated "part of the wires stopped working" and the patient was unable to give a timeline for when the problem started. The patient's ins battery was not charged on the day of the procedure to provide an impedance report, and they were unable to troubleshoot the issue. The cause of the issue was unknown. The patient's lead and ins were replaced. The representative noted that there were no concerns with the battery; the physician decided to replace it for a medical upgrade. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v166790 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 20-oct-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.